Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing double cuffed device was removed and a new aus system was implanted. No device malfunction was associated with the explanted device. The patient did not experience any adverse event and had no complications following the procedure.